Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 31mg/dl. Troubleshooting was performed. The customer believes the blood glucose meter was not functioning and it showed 71mg/dl, instead of 31mg/dl. No further information was provided.